Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "levophed line alarming ""air bubble."" Multiple staff ran into room right away. No big bubble noted. Noted microbubbles. Attempted to removed air bubbles with empty syringe. Unable to restart pump right away. Pt blood pressure dropped to the 40's very quickly. Had to hang a new bag of levophed with a new line in a new channel to resolve the problem."